Event description:
It was reported that 30 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: one lumen will flush perfectly fine but the second will not flush at all, it¿s like you have the clamp closed. Then once you apply more force than is realistic, it will flush through.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter addr 1: university of california davis medical center (aka uc davis medical center) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported that the extension set will not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20159e because a lot number was unknown. Even though no sample/photo was received and failure could not be confirmed, a CAPA (corrective action preventative action) 1998036 has been initiated to investigate the customer¿s reported failure mode. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. H3 other text : see h10.

Event description:
It was reported that 30 bd alaris smartsite extension sets were clogged. The following information was provided by the initial reporter: one lumen will flush perfectly fine but the second will not flush at all, it¿s like you have the clamp closed. Then once you apply more force than is realistic, it will flush through.